Event description:
It was reported to philips that fluoroscopy failed intermittently. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (rse) examined the system onsite and confirmed that the generator intermittently stopped. Upon troubleshooting, the rse found that that edl curve did not exist in the directory where the generator is looking at. So he proposed the repair action as either to carry out edl calibration and check if tube adaption and tube yield calibration is necessary as well or measure the lithium battery 3v/950 ma) voltage on the kv/ma unit (eh) and replace it if necessary. Otherwise measure the lithium battery (3v/950 ma) voltage on the cube (ez) unit and replace it if necessary. To resolve the issue, fse replaced the converter on a later date. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.